Event description:
On (B)(6), 2011, a customer alleged that cavicide (fragrance free) is making her cough and that the smell is too strong. Customer has not been to a doctor or hospital; however she does have a prior prescription inhaler that she used once in a while when the smell became too strong.

Manufacturer narrative:
This complaint was submitted under submission number 172202-2011-00019. The submission number for this MDR should be 1722021-2011-00019.

Manufacturer narrative:
A chemical test was performed on the returned sample and all results were within specification.